Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 27.2 mmol/l on mobile and 11.0 mmol/l on performa. No serious injury reported. Requested return of the alleged device for evaluation and replacement was sent.